Event description:
Customer reported her voicemate/advantage system spoke 120 mg/dl and displayed 65 mg/dl, spoke 120 mg/dl and displayed 67 mg/dl, spoke 133 mg/dl and displayed 74 mg/dl. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.